Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the box worked on/off without demand, it had been like this for about 3 months. The patient was unable to find a doctor to look at it. The patient was looking for a doctor to remove the device as soon as possible. The issue had not been resolved. The patient has nerve damage in their lower back and legs, and the device was causing the them a lot of pain.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they fell and one side of their stimulation wasn't working and the issue began about a week and a half ago or mainly may 8th. Patient stated both the controller and implant were charged and patient was shocked very hard enough to the point where it knocked them down. Patient's blood pressure was sky high. Group a was for the right side, b was for the left side, and c was for their midsection. Group c was not working and group a worked when it wanted to and when it didn't it would knock them to their feet. Patient turned their stimulation off but could still feel the shocks. Patient attempted to put their device into MRI mode and was still receiving zapping. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.